Manufacturer narrative:
(B)(4); mw5067499. The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced an adverse event. The date of event is an approximation. Patient reports that they experienced a hyperglycemic event. It is unknown if medical intervention was required. It is not known if patient was wearing the continuous glucose monitor (cgm) at the time of event. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.